Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary of procedure was performed when the issue happened. The procedure got aborted and completed by moving the patient to another room. The philips field service engineer (fse) examined the system on-site and confirmed the reported problem. After reviewing the log, fse found the error that is related to log. Upon troubleshooting, fse found minor leaks in cooling unit hose and chiller cooling hose. To resolve the issue, the fse replaced the hose clamps and phase ends. After replacing the hose clamps and phase ends, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the low load fluoroscopy was activated, preventing x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.